Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead demonstrated failure and was deemed appropriate for operative intervention for new lead replacement. The lead was explanted. No patient complications have been reported as a result of this event.